Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This is from literature source. It was reported that a ischiopagus twin pair underwent separation with providing adequate soft-tissue coverage (round radovan expander was used to expand the conjoined abdominal region, and two smaller 250-cc rectangular expanders were used on the back) suffered skin necrosis in the upper abdomen, the single abdominal expander was replaced with two smaller 250-cc expanders. Title:¿conjoined twin separation: lessons learned". In this article, the authors review multiple techniques available to plastic surgeons for providing adequate soft-tissue coverage in this unique clinical situation and present lessons learned from their experience at the children¿s hospital of philadelphia with seven conjoined twin separations performed between the years 1980 and 2007. Radovan tissue expanders were used in this study, however catalog and lot number were unknown.